Manufacturer narrative:
The device is not expected to return for evaluation. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a spinning spiros that during administration of doxorubicin, the spiros disconnected from the syringe near the port site and the medication leaked onto the patient¿s shirt. The nurse had attempted to reconnect the device back to the tubing set. There was no adverse event, no medical or surgical intervention required, although there was a report of a delay in critical therapy.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a spinning spiros connected the male spin luer of an unidentified infusion set, but with the spin collar of the set backed off of the spinning spiros female luer. Another photo showed the male spin luer of an unidentified infusion set and a spinning spiros disconnected next to it. Nothing in the photo revealed anything that was damaged or amiss with the spinning spiros. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.